Event description:
The physician had used a complete se biliary stent to treat a tight lesion in the sfa. The device was inspected prior to use with no abnormalities noted. No resistance was encountered when advancing the device to/across the lesion. The device did not pass through a previous deployed stent. The lesion had been pre-dilated. It was reported that the catheter hung on to the end of the stent during the attempted withdrawal and the physician had to work to get the catheter out of the body. No injury reported to the patient. Device evaluation; the proximal end of the distal tip was flared and partially raised. No other damage noted on device.

Manufacturer narrative:
(B)(4). Evaluation result and conclusion: (not intended for use in sfa). (Tip of device caught on stent during withdrawal).